Manufacturer narrative:
Summary of event: as reported, during a right lower extremity angiogram with balloon angioplasty of pop/anterior tibial artery, an advance 18 lp low profile balloon catheter leaked. Negative pressure was applied using an unknown manufacturers inflation device. Upon inflation, imaging illustrated a leak in the balloon. The inflation device did not reach two atmospheres. The balloon was removed. On the ¿back field¿, the user attached a syringe and inflated the balloon, revealing the leak. A new balloon of the same size was opened and used. The patient went to recovery without any immediate post operative complications related to the procedure or the initial balloon failure. A section of the device did not remain inside the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was received 05aug2024. A cook sheath was used during the procedure, which involved angioplasty of an existing bypass. A small pseudoaneurysm or vessel outpouching was noted at the proximal bypass anastomosis, which was patent. The proximal segment of the bypass was greater than fifty percent stenosed. The bypass was otherwise widely patent, including the distal anastomosis and outflow. The complaint balloon was inflated one time, at which point it ruptured and contrast was observed leaking into the vessel from the balloon. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. Angioplasty was performed with a 3x40-millimeter balloon, resulting in less than thirty percent residual stenosis. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawings, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. Physical examination of the returned device showed device would not inflate. Device was placed in an ultrasound bath filled with tap water for 15 minutes. Once removed, the device still would not inflate using water. Tried using air and submerging the catheter in water to check for air bubbles, no bubbles were present. This complaint was reported for leakage and follow up questions later reported a possible rupture. No visual damage was noted to the device and there are no signs of any rupture. The lab was unable to recreate due to the balloon not inflating. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformance's on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that there are no manufacturing or design deficiencies that can be confirmed at this time. Because the balloon leaked even before reaching 2atm it is believed that anatomy did not contribute as there was no mention of calcification. The complaint device was returned to cook for examination however the failure could not be replicated. It is possible biomatter is preventing the device from inflating. This complaint was reported for leakage and follow up questions later reported a possible rupture. No visual damage is noted to the device and there are no signs of a rupture. It is likely there is pin hole that caused the leak, but the lab testing could not confirm this. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a right lower extremity angiogram with balloon angioplasty of pop/anterior tibial artery, an advance 18 lp low profile balloon catheter leaked. Negative pressure was applied using an unknown manufacturers inflation device. Upon inflation, imaging illustrated a leak in the balloon. The inflation device did not reach two atmospheres. The balloon was removed. On the ¿back field¿, the user attached a syringe and inflated the balloon, revealing the leak. A new balloon of the same size was opened and used. The patient went to recovery without any immediate post operative complications related to the procedure or the initial balloon failure. A section of the device did not remain inside the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
Additional information was received 05aug2024. A cook sheath was used during the procedure, which involved angioplasty of an existing bypass. A small pseudoaneurysm or vessel outpouching was noted at the proximal bypass anastomosis, which was patent. The proximal segment of the bypass was greater than fifty percent stenosed. The bypass was otherwise widely patent, including the distal anastomosis and outflow. The complaint balloon was inflated one time, at which point it ruptured and contrast was observed leaking into the vessel from the balloon. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. Angioplasty was performed with a 3x40-millimeter balloon, resulting in less than thirty percent residual stenosis.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.